Event description:
According to the reporter: procedure: hernioplasty. The initial surgery on march 20, 2009 went well with no complications. Three days after surgery, the pt got worse and had signs of septic shock. It was noted that a coiled plastic clip has eroded and opened the small intestine punctual (about 4-5mm). The amount of blood loss is unk. The pt was treated at the ICU to make the abdomen free of infection. Antibiotics were administered to the pt. In addition, the pt was intubated. Infection within the abdominal cavity was treated and a new mesh and oer-novafil thread was used to resolve the hernia issue. Further treatment and diagnosis will be handled by another institution with experience in geriatric care. The file will be updated as new details are received.